Manufacturer narrative:
On 29-apr-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Jabbed myself in the face / pokes - face / hit me right under the eye [face injury]. Brush head is not staying on the brush - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone reported that the oral-b toothbrush head was not staying on the oral-b toothbrush handle, type 3754 and jabbed and poked them in the face. No serious injury was reported. 26-feb-2025 follow-up via digital safety assessment survey: the consumer was a 57-year-old female. No medical professional was contacted. Reported that the brush head also hit her under the eye. No serious injury was reported. 29-apr-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Jabbed myself in the face/pokes: face/hit me right under the eye [face injury]. Brush head is not staying on the brush: oral-b [device breakage]. Case narrative: consumer via phone reported that the oral-b toothbrush head was not staying on the oral-b toothbrush handle, type 3754 and jabbed and poked them in the face. No serious injury was reported. On 26-feb-2025, follow-up via digital safety assessment survey: the consumer was a 57-year-old female. No medical professional was contacted. Reported that the brush head also hit her under the eye. No serious injury was reported.